Manufacturer narrative:
Accordingly, a re-intervention was scheduled on (B)(6) 2015 where the ventricular lead was replaced mainly in order to use a passive lead instead of an active one and the same atrial lead was repositioned for better sensing and pacing. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf dr models approved under p980049.

Event description:
Reportedly, during the implantation procedure on (B)(6) 2014, difficulties were encountered: cardiac perforation. Leads measurements were performed: there was no sensing, high atrial and ventricular leads impedances. However, both defibrillator coil continuity were within normal range. Leads were reconnected and the same behavior was observed yet again. Preliminary analysis showed that non-physiological signals and/or noise sensing have been observed on both atrial and ventricular channels. Recommendations were provided.

Event description:
Reportedly, during the implantation procedure on (B)(6) 2014, difficulties were encountered: cardiac perforation. Leads measurements were performed: there was no sensing, high atrial and ventricular leads impedances. However, both defibrillator coil continuity were within normal range. Leads were reconnected and the same behavior was observed yet again. Preliminary analysis showed that non-physiological signals and/or noise sensing have been observed on both atrial and ventricular channels. Recommendations were provided.

Event description:
Reportedly, during the implantation procedure on (B)(6) 2014, difficulties were encountered: cardiac perforation. Leads measurements were performed: there was no sensing, high atrial and ventricular leads impedances. However, both defibrillator coil continuity were within normal range. Leads were reconnected and the same behavior was observed yet again. Preliminary analysis showed that non-physiological signals and/or noise sensing have been observed on both atrial and ventricular channels. Recommendations were provided.